Event description:
Following a pre-placement angiogram, an angio-seal device was deployed. During the "tamping" process, profuse bleeding occurred at the puncture site. Sometime later the pt experienced diminished pulses. Subsequently, the pt was taken to surgery for removal of angio-seal device. The vascular surgeon indicated that the anchor caught on a flap of the posterior wall and collagen had been deposited in the artery. The pt was discharged home and is recovering.